Event description:
It was reported that one day post implant, the lead exhibited no sensing and capture due to microdislodgement. The lead was repositioned on (B)(6) 2010, however one day later the problem continued, an x-ray was done to confirm the problem. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.